Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the monitor has fallen down. The nursing staff was engaged with a patient for some clinical work. She heard a noisy click sound and the monitor was tilled from its position. Immediately she held the monitor and called biomedical department. Biomedical engineers removed the monitor and kept it aside. The device was in clinical use in the ICU at the time the issue was discovered. There was no adverse event or patient harm reported.

Event description:
The customer reported that the monitor has fallen down. This was a wall mounted device, using a gcx mount; this was a fixed mount solution. The nursing staff was engaged with a patient for some clinical work. She heard a noisy click sound and the monitor was tilled from its position. Immediately she held the monitor and called biomedical department. Biomedical engineers removed the monitor and kept it aside. The device was in clinical use in the ICU at the time the issue was discovered. There was no adverse event or patient harm reported.